Event description:
PICC line attempted to left side. Difficulty with PICC line advancing over to the left subclavian vein. Multiple attempts made to advance PICC to svc. Upon removing line between attempts, magnet noticed to have tip broken off. Line removed, magnet tip found inside of line after line was flushed. FDA safety report ID# (B)(4).